Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl and the ketone level was large. Insulin injections were administered. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.